Event description:
The initial reporter alleged discrepant results for hepatitis b virus (hbv) when using the kit cobas 6800/8800 mpx 480t us-ivd assay on the cobas 8800 instrument. On (B)(6) 2022, two aliquots were taken from the same donor sample. One aliquot generated a reactive result for hbv with a cycle threshold (CT) value of 36.8, while the other aliquot generated a non-reactive result. Serology testing for the sample was non-reactive.

Manufacturer narrative:
The analysis was performed on a cobas 8800 analyzer (serial number: (B)(6)). The investigation determined that the kit cobas 6800/8800 mpx 480t us-ivd assay performed within specifications. A review of the data provided confirmed that the hbv target growth curve was robust and sigmoidal, indicative of true viral target amplification. The internal control, positive control targets, and negative control all demonstrated robust sigmoidal growth curves, confirming proper assay performance. The cycle threshold (CT) value of 36.8 suggested that the sample had a viral concentration near, at, or past the assay's limit of detection (lod), where wavering results between reactive and non-reactive may occur. The most likely cause of the discrepant result was attributed to the sample being an lod sample. Clinically, in the context of non-reactive serology, the donor is most likely a true hbv-positive donor with an occult blood infection (obi), where trace amounts of viral target may intermittently be present in the bloodstream.